Manufacturer narrative:
The severity of the pain is noted to be mild and there is no treatment plan. No additional complaints have been received against any of the product manufacturing lots related to this complaint. Office visit notes from april 2014 note that the patient is exercising as desired, ambulating without aid, and using ibuprofen for the pain. A radiologic examination notes a well-aligned and well-fixed left total hip replacement. Provided x-rays show well aligned and fixed implants. Provided x-rays show well aligned and fixed implants. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient is experiencing lateral left thigh pain.